Event description:
Consumer complaint of erratic blood results. Back to back blood test results using a one touch system and the trueresult system were 183mg/dl and 89mg/dl. No adverse event reported. Based on parkes error grid analysis, the bias between these two results is in zones b/c.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer complaint of erratic blood results. Back to back blood test results using a one touch system and the trueresult system were 183mg/dl and 89mg/dl. No adverse event reported. Based on parkes error grid analysis, the bias between these two results is in zones b/c.